Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and tore while advancing. The lens was not implanted and there was no pt contact or injury. It was stated that the msi-tm injector and aq cartridge were used, but the lot numbers are unknown.